Manufacturer narrative:
Correction: initial reporter. Updated/corrected to include saol therapeutics. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the catheter disconnection was first noticed on 2017 (B)(6). It was noted the patient was seeing the patient for the first time as a new patient referral to do a pump refill. A seroma was noted and based upon the patient history of increased spasticity the patient was referred back to the surgeon {refer to manufacturer report 3004209178-2017-22202 regarding seroma}. The patient's weight at the time of the event was (B)(6). No further complications were reported/anticipated or expected.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, serial # unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a business partner regarding a patient receiving baclofen at an unknown dose and concentration via an implantable infusion pump. It was reported that on an unknown date, surgery was performed and the patient's catheter was reattached to her pump. No other information was provided. No patient symptoms were reported. No further complications were reported.